Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a suspected device malfunction when a magnet was used to stop hv therapy was not replicated in the laboratory. The device was tested on the bench and using automated test equipment and no anomaly was observed. Testing using a magnet in the laboratory inhibited hv therapy.

Event description:
It was reported that patient presented in clinic after receiving inappropriate therapy due to lead dislodgement. A magnet was placed over the device until the lead could be revised however, the patient still received an inappropriate shock. The tachy zone was turned off until revision. Device was explanted and replaced.